Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient indicated she tests twice a day. The patient stated that prior to (B)(6) 2010, she was managing her diabetes with oral medication (type and dose unknown) along with diet and/or exercise. However, on (B)(6) 2010, the patient stated her physician discontinued the oral medication and replaced her regimen with insulin (40 units of novolin r insulin before breakfast and 38 units of novolin r insulin in the evening). The patient alleged that the issue began in the middle of 2009 (date/time not known). Sometime between (B)(6) 2010 the patient reportedly obtained blood glucose results of "176, 147, 186, and 179 mg/dl" with the subject meter. In response to the alleged issue, the patient indicated she continued with her usual diabetes regimen. After the alleged issue occurred (sometime between (B)(6) 2010), the patient claimed she experienced symptoms of shaking, weakness, difficulty walking, and hunger (symptoms the patient associated with low blood glucose). The patient administered self-treatment by consuming food and soon after felt better. During a doctor's visit on (B)(6) 2010, the patient confirmed she obtained a blood glucose result between "150-159mg/dl" with the doctor/clinic's meter. The following day, the patient indicated her regimen changed to insulin. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter. The csr also noted that the patient performed a control solution test that passed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.